Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient got rf ablation done on her upper back on (B)(6) 2019 and was kind of out of it from rf ablation procedure. The procedure was unrelated to the scs devices/therapy. Patient also mentioned that they were on antibiotics for non-device/therapy related issues. The next day, patient sat and then on (B)(6) 2019, her lower back started hurting so she turned the stimulator on to help with the pain but she couldn't bear to keep the stimulator on because the implant was not being effective because it was giving her stimulation down her left leg and she had never felt stimulation in her left legs before. Stimulation in both her legs is very strong. The stimulation that she felt was not comfortable and was horrible even at 1v because stimulation felt like worms crawling under her skin. Patient had her stimulator turned off at the time of the call. Patient was redirected to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had significant weight loss which may be a contributing factor to why there was a loss of coverage in the painful area. The patient was getting too much stimulation in the legs and not enough in the back. The manufacturer representative performed an impedance check which had normal results. Reprogramming was attempted; however, the patient felt stimulation below her painful areas. X-rays of the leads were ordered. The issue was not resolved at the time of the report. There were no further complications reported.